Event description:
The event is reported as: the customer alleges that the inside of the valve is bent and not holding air. The reported defect discovered during intubation of a pt. No pt injury/harm.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.